Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. It was found that the patient's pacemaker had gone into back-up operation and failed to be interrogated. Device restoration was attempted but unsuccessful. There were no patient consequences.